Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load or form properly, the surgeon applied another device and the hosp has reported the pt's condition is satisfactory.